Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. The displacement test was passed. Customer was assisted with rewinding and they received insulin pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 38 or pump error 130 alarms noted during testing. The motor was tested outside of the insulin pump and passed. The insulin pump was received with scratched case and pillowing keypad overlay. (B)(4).